Event description:
The customer reported that one of the battery pins of the battery pca was broken. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. On (B)(6) 2011 the customer reported that one of the battery pins of the battery pca was broken. There was no report that the unit failed to power up. On (B)(6) 2011 a philips fse went to the customer site and verified the failure. He replaced the battery pca to resolve the failure.